Manufacturer narrative:
Evaluation of the submitted system controller log files confirmed the report of a replace system controller alarm and transient pump power and estimated flow elevations; however, specific causes could not be conclusively determined through this evaluation. In addition, a direct correlation between the left ventricular assist system (lvas) and the reported events could not be conclusively established. The submitted log files contained data from (B)(6) 2017 to (B)(6) 2017 and captured an intermittent replace system controller alarm on (B)(6) 2017 at 08:17. The replace system controller alarm was triggered by transient undefined lcd faults and the alarm cleared in the following event. A specific cause for the lcd fault could not be conclusively determined through this evaluation. Transient pump power and estimated flow elevations were captured throughout the submitted log files until (B)(6) 2017. Despite the observed fluctuations in pump power and estimated flow, the pump appeared to have operated as intended above the low speed limit throughout the duration of the log files and no further elevations were captured in the remainder of the log file. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4) approximate age of device - 33 days. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. During device check on (B)(6) 2017, a replace system controller notification was observed. A log file reviewed by the manufacturer¿s technical service representative confirmed the replace controller alarm on (B)(6) 2017 at 8:17. This event appeared once and was not seen before or after the captured event. Also observed were intermittent power and flow estimation elevations observed sporadically throughout the log file. The power and flow estimation returned near the baseline for the remainder of the file. On (B)(6) 2017 it was reported by the lvad clinician that the system controller history showed intermittent transient elevated power and flow estimation readings. The previous day the lactate dehydrogenase (ldh) rose to greater than 500 u/l and the inr decreased to 1.3. The patient was admitted to the hospital for IV heparin. The ldh today decreased to 433 u/l. It was reported that clinically the patient was ¿doing fine¿ and parameters have been stable since admission. No additional information was provided.